Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, green button was pressed and handle was squeezed, but the stapler partially fired, only half of the staples were able to be fired. The stapler handle made acracking noise and the reload would not finish the firing, which resulted to an incomplete central staple line. A tri-staple reinforcement material was used in conjunction with the stapling device. In order to fix the staple line, stapler was removed and line was re-stapled laterally. A new stapler was used in order to complete the case. No patient injury.